Event description:
Midas rex #1 was in use to trim the bone for the chiara decompression at the skull base/upper cervical spine levels. The craniotome (router) blade with the tip-protecting footplate was in use with the appropriately sized parts paired up. The tip of the blade which is not supposed to have any friction/drag against the footplate was apparently against the metal of said protective footplate, and given its high rpm, the footplate and the blade both heated up. The metal of both became hot and charred distally, and the color of the blade's metal was changed, signifying that its temper was lost and it could now be brittle. On (B)(6) 2015: biomed tested and found no problem with the generator, or the drill. The drill functions normally without any heat buildup after operating for extended periods of time.